Event description:
This report is documenting the ae in the pt's right eye. On (B)(6) 2012, our firm was contacted by an optician who reported that a long time contact lens (cl) pt, with a history of no previous cl related problems, reported inserting 2 lenses from the same multipack (mpk) and the lenses caused the pt's eyes to burn and become red. The pt wears the same prescription in both eyes. The pt sought treatment from an ophthalmologist and was instructed not to wear lenses for 10 days. The optician said the pt denied having anything on his/her fingers when inserting the lenses. We requested that the optician contact the pt and have the pt contact our firm directly to provide add'l info and to advise the pt that we wanted to contact the treating eye care professional (ecp) and to contact the ecp to release info. The optician was provided with our contact info. As the pt had returned two mpks to the optician's office, we requested and subsequently received those lenses for eval and sent replacement lenses to the optician for the pt. Add'l info was requested but not received. On (B)(6) 2012, our firm received a call from a person stating he/she was an attorney, representing the pt. That person requested contact info for our firm's legal department; that info was provided. On 3/16/2012, our firm received a letter from an attorney representing the pt regarding injuries sustained in (B)(6) 2012 "due to a defect in a new package of acuvue oasys contact lenses." The letter states the pt "sustained chemical burns to (his/her) corneas due to the solution (his/her) new contact lenses came packed in." The attorney said that a letter from the pt's doctor outlining the nature of the injuries and linking them to the solution in the "new contact lenses" was being prepared and would be forwarded to our firm. On 3/22/2012, a letter was received from the pt's attorney containing statements from the pt, the pt's companion and the ecp, regarding the injury. The statements from the pt and the pt's companion state that on (B)(6) 2012, the pt inserted lenses into both eyes from the same mpk and the pt said he/she felt immediate, excruciating pain. The pt could not immediately remove the lenses as he/she could not keep eyes open. After one minute the pt removed the lenses and rinsed eyes with water. The pt said both eyes were "bloodshot and burned badly. I put my glasses on and my eyes continued to tear." The following day, the pt saw his/her ecp and the ecp prescribed tobramycin eye drops every 4 hours for 1 week. The pt said he/she was told not to drive and to take the next day off from work. The statement from the pt's ecp indicated that the pt "was seen for an emergency visit on (B)(6) 2012. The ecp stated that "upon examination, pt was found to have acute conjunctivitis of both eyes, which was felt to be casually [sic] related to the contact lenses/contact lens solution that the lenses were shipped in." No add'l info has been received. The pt's medical record has been requested but has not been received at this time. Ten sealed blisters were returned for eval. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet co standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l001m3z was produced under normal conditions. If add'l medical or product info is received. We will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
On 28sep2015 an email was received from attorney representing johnson and johnson. The attorney reported that he/she received two pages of additional medical records. The medical records were unable to be opened due to security passwords placed on the record. On 30sep2015 the medical records were able to be reviewed and the information received had not been previously reported. The additional medical information is reported as follows: (B)(6) 2012: patient (pt) wears specs for distance. Referred as emergency to eye care professional (ecp); iop 58 od; medication: latandprost od qd; azopt od tid; brimonidine od; combigan od bid; predforte; acetazolamide; celexa and wellbutrin qid; medical problems: none; fam hx: grandmother glaucoma strabismus surgery od 2x; poor va ¿ was patched. Used dw scl¿s x 20 yrs; monday - had severe pain od, saw opth + vision loss; told she had cat ¿ 4/12 saw ecp and iop -58; put her on x azopt brom; yesterday saw va od decrease and had headache; saw an ecp who was covering for treating ecp. Iop was 47 ¿ he added diamax 500 plus pf qid; h/a today mildly improved; ta (tonometry applanation) 42 od; rx continue combigan and azopt and rtc in one day; the pt rtc on (B)(6) 2015: continue to c/o continued acuity slight decrease. Rx, continue drops. Follow-up with ecp. Patient identifier is: (B)(6). (B)(4).

Manufacturer narrative:
Device labeling: single use or reuse. No conclusion can be drawn.